Manufacturer narrative:
The insulin pump was monitored for two days and no failed battery test alarm was noted. All operating currents were within specification and no black circle or icon anomaly was noted. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a scratched reservoir tube window.(B)(4)

Event description:
The customer reported via telephone call that the insulin pump had been alarming for battery issues. The customer reported that he inserted a new battery and still received a failed battery alarm and the battery icon showed that the battery was empty. No blood glucose reading was provided. The customer had done troubleshooting in the past and was advised that the insulin pump would be replaced and agreed to return the product for analysis.